Event description:
According to the reporter: when using of the endo catch gold, the front tip fell off. They found it and were able to remove it from the patient. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch, no unanticipated or irreversible damage to vascular tissue, no injury.

Manufacturer narrative:
(B)(4).